Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed that 29 injections were performed with two balloon catheters on the date of the event without triggering any system notice. The balloon catheter 2af283 with lot number 43083 was not returned for investigation. Thus, the reported guide wire lumen kink could not be investigated through product analysis and it was not confirmed through data analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the back portion of the balloon looked kinked and under inflated. The balloon was attempted to be stretched multiple times and had difficulty getting back into the sheath. The balloon catheter was replaced. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.